Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula 20g/45mm catheter kinking / bent during infusion lots include 4146682, 3356467 on removal of the cannula, the cannula appeared deformed and at an abnormal angle.

Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of needle hub defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed a bend on the catheter tubing about 7 mm from the nose of the floswitch housing. No hole was observed in the bent area. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. A simulation was carried out by moving the needle grip assembly from the floswitch housing. A bend was created on the catheter tubing. The needle grip was then assembled back into the floswitch housing. A pierced catheter was observed. If the catheter tubing in the floswitch housing is bent before assembly of the needle grip, it will likely have a pierced catheter, and a hole will be present in the bent area. There is no hole observed in the bent area of the catheter tubing of the returned actual sample. From the simulation and sample evaluation, the bend likely occurred out of the manufacturing facility.

Event description:
On removal of the cannula, the cannula appeared deformed and at an abnormal angle.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.